Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: the jaws were closed on the superior pulmonary vein for the first firing. The surgeon attempted to push the green button, but it was too stiff to push. After trying repeatedly, the button was finally pushed and the device could be fired. The handle could be squeezed without problem. At second firing, the same trouble occurred, but after trying repeatedly the green button was pushed and the device could be fired. The handle had no problem. After firing, the surgeon retracted the black return knob and found spurting bleed from the stump on the pt side. The procedure was converted into open to arrest hemorrhage. The bleeding point was identified as the vessel wall located slightly inside of the cut end. The surgeon commented the vessel could be over-tensioned while the green button was pushing repeatedly. No reinforcement material was used.